Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 7 years, 10 months due to unknown reason. The procedure was performed with a 23mm 9750tfx transcatheter valve via transapical approach. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry it was learned that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 7 years, 10 months due to degeneration, mildly thickened and restricted leaflets without significant calcification, and severe stenosis. The patient presented with worsening dyspnea. The procedure was performed with a 23mm 9750tfx transcatheter valve with no complications. The patient was transported to the cardiac surgery ICU in critical but stable condition and discharged on pod #6.

Manufacturer narrative:
Updated sections: a4, b5, b7, d4 expiration date, h4, h6 component code, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.